Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction, and then the device completely froze up. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The attachment has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.